Event description:
The pump was returned after explanted prophylactically to avoid in-vivo battery depletion. The return paper work did not suggest or question a malfunction. No patient symptoms and no patient injury was reported the patient recovered without sequela. The pump was used to deliver lioresal. The pump underwent routine analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft-bearing.